Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing was observed via remote transmission. The patient was brought in for further assessment. Noise was reproduced with provocative tests and pocket manipulation. Lead damage was suspected. The lead was explanted and replaced. Patient condition was good.